Event description:
A hemodialysis inpatient user facility reported that during treatment, a dialysate leak occurred. The leak was visually observed at the arterial header of the dialyzer. Estimated blood loss was 200cc's. The pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.